Event description:
The clinician reports the implant was inserted on (B)(6) 2023 in ada 27. On 2023-11-21, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.